Event description:
According to the data report, based on inclusion criteria, analysis of perioperative and at least 1-year follow-up data collected for all patients and patients with hernia repair where the mesh was used with complete data entry at 1 month and 1 year follow up, minimum age of 18 years and the other were those who had elective inguinal. Two subgroup analysis for each type of access were laparoscopic surgery and open surgery. With laparoscopic surgery, a total of twenty-four patients had intraoperative injuries: bleeding - 10 and 17 with organ injures (vascular - 3, bowel - 1, bladder - 3, and others - 10.). Eight patients also had general complications: urinary tract infection (uti) - 1, thrombosis - 1, myocardial infarction - 1, renal insufficiency - 3, hypertensive crisis - 1, andothers - 2. Twelve patients had postoperative complications in total: bleeding - 9, seroma - 1, wound healing disorder - 2, and 3 complication-related reoperations. On one year follow-up, there were 10 recorded recurrences, 186 with pain on exertion, 100 with pain at rest, 66 with pain requiring treatment, 2 had trocar hernia, 9 had secondary hemorrhage, 20 had seroma, and 12 had infection. While with open surgery, there were a total of six had intraoperative complications all with organ injuries: bladder - 1 and nerve - 5. There were 15 postoperative complications in total. 8 with bleeding, 3 with seroma, 1 with wound healing disorder, and 3 with infe ction. Four was with complication-related reoperations. On one year follow-up, there were 3 recorded recurrences, 40 had pain on exertion, 24 had pain at rest, 6 had pain requiring treatment, 3 had secondary hemorrhage, 3 had seroma, and 2 had infection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.